Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred involving pockets b1 and b6. Healthsight viewer indicated that pocket b1 cubie pocket containing rosuvastatin 5 mg was not detected on the bus. Pocket b6 displayed a read and write or invalid cubie memory error. According to another pharmacy technician, a similar issue had occurred earlier in the week on the same drawer. At that time, the medstation was powered off, unplugged, and the internal drawer cable was disconnected and reconnected, which temporarily resolved the issue. There was concern due to recurrence at the same location. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that random cubies in auxiliary drawer 2 were failed. A field service engineer updated the firmware, but the drawer¿s pyxie bus module controller did not accept the firmware update. Replaced the module controller, after which the firmware upgrade was successful. Also replaced the retractor band cable due to multiple kinks observed in the original cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.